Manufacturer narrative:
Attempts to obtain add'l info, including the info in requested in section a of this form, were unsuccessful.

Event description:
The facility reported that during a routine insp of the atlas coblation sys, a burnt connector. The cause of the burnt connector was unk. No pt involvement was reported.